Event description:
It was reported to the manufacturer that the user was unable to communicate with a generator in the or during a replacement surgery. Another generator was used to complete the implantation. The programming system has been ruled out as the problem component as it was able to be used on the second generator. The generator has been returned to the manufacturer. Product analysis is currently pending. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.